Manufacturer narrative:
(B)(4). Despite efforts no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to hematoma and possible infection. The device was explanted. No additional adverse patient effects were reported.